Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during insertion, a kink was noted at the proximal shaft, and the screen went dark when the device was used, with no image displayed. It was also noted that air was not completely removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Conclusion: this investigation was concluded as failure to follow instructions based on a review of the event details, available information, and product records. The mdu was on during device insertion, which is not in accordance with the IFU and may have contributed to decreased or lost image quality. For the reported device entrapped air, the cause was determined as cause not established since the device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during insertion, a kink was noted at the proximal shaft, and the screen went dark when the device was used, with no image displayed. It was also noted that air was not completely removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.